Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, the left ventricular lead exhibited failure to be inserted into the guidewire, and the lead had become stuck in the guidewire; it was noted that there was no anomaly observed on the guidewire. The lead was not implanted; another lead was implanted successfully. The patient¿s condition was stable.